Event description:
It was reported that the patient experienced discomfort and a sore scrotum with his inflatable penile prosthesis (ipp). The physician suspects the discomfort was attributed to the patient sitting on the pump. The patient underwent a replacement procedure in which his ipp device was explanted and a new tactra was implanted.